Manufacturer narrative:
Additional information: according to the information from the field, 3 channels migrated post-operatively out of cochlea. A revision surgery to re-insert the active electrode was planned, but tissue growth and ossification was found intra-operatively. A decision was then made to explant the device and re-implant it in the contralateral ear (which also shows ossification). Insertion could be achieved up to approx. 8 channels. In situ measurements show good results and the patient is doing fine now.

Event description:
The patient was hearing well during first year after the surgery. The hearing sensation became worse around (B)(6) 2015. No special incident was reported. An x ray was performed and electrode channels 9-12 were found to be out of the cochlea and electrode channels 8 at the entrance of the cochlea.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The pt was hearing well during first year after the surgery. The hearing sensation became worse around (B)(6) 2015. No special incident was reported. An x ray was performed and electrode channels 9-12 were found to be out of the cochlear and electrode channels 8 at the entrance of the cochlea. A revision surgery is planned to re-position the electrode.